Event description:
As reported, the sealant of a 6f/7f mynxgrip vascular closure device (vcd) stuck to the advancer tube. There was no reported patient injury. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the sealant of a 6f/7f mynxgrip vascular closure device (vcd) stuck to the advancer tube. There was no reported patient injury. Additional information was requested but not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f2512902 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint "sealant-sealant stuck to device components¿ could not be observed. With the limited information provided, and with no procedural films, the cause of the reported event could not be determined. Per the mynxgrip IFU, which is not intended as a mitigation, step 3: remove device instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place and/or a proper position of the tamping tube during catheter removal could dislodge the sealant from the vessel wall, resulting in the reported incident. No preventative or corrective actions will be taken at this time.